Manufacturer narrative:
As per the contour next control solution user guide, "remove the bottle cap and use a tissue to wipe away any solution around the bottle tip before dispensing a drop. Squeeze a small drop of solution onto a clean, nonabsorbent surface. Do not apply control solution to your fingertip or to the test strip directly from the bottle." The customer did not follow these instructions at the time of testing as he did not clean the neck of the control solution bottle and applied the solution directly on the tip of the test strip. Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family (was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he performed control tests on the contour next one meter and obtained readings of 205 mg/dl, 217 mg/dl and 116 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. Later, three additional control tests were performed with correct testing technique and the readings were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter, two bottles of contour next test strips and contour next control solution (lot # 9bv2g51) for evaluation. In-house testing was performed using the returned meter with returned test strips from both bottles and control solution. All control readings obtained during in-house testing were properly marked as control results. Additionally, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found.